Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet would not advance down the lead and the helix would not extend after being inserted in the patient. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.